Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-535a-1294: the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char on metal surface; the fiber exhibits scratch marks on outer flow tubing at the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure @ 390,990 joules of use ¿laser energy began to fire straight out of tip¿ was observed. Physician would at times be too close to tissue setting off fiber life warning. The physician was instructed to increase distance from tissue several times and eventually fiber gave in and switched to second fiber to complete the case @ 48,405. The fiber tips were cleaned during the procedure. Patient outcome ¿ok¿ reported.